Event description:
This css console was not on a pt. Customer reported that during a routine console checkout, the monitoring computer screen was not functioning. This alleged failure mode poses a low risk to a pt, because the issue was observed when the css console was not supporting a pt. In additional, it would not prevent the css console from performing its life-sustaining functions. The laptop computer is a monitoring device only and does not control css console functions. An investigation is being conducted by syncardia, and the result will be provided in a supplemental MDR.